Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited early battery depletion and displayed invalid trending data. The crt-p was explanted and replaced. It was also reported that high pacing thresholds on the his bundle pacing lead caused excessive battery drain. The lead was also explanted and replaced. No patient complications have been reported as a result of this event.